Event description:
The patient was enrolled in the reprise iii study with patient identifier (B)(6). It was reported that post procedure left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 81 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No new conduction disturbance was noted post balloon valvuloplasty. A 27mm lotus edge valve was deployed after successful resheathing and repositioning of the valve within the aortic annulus (per the directions for use). Retrieval was not attempted. The same day of index procedure, electrocardiogram revealed new left bundle branch block. An electrophysiology study was performed, and no action was taken to treat the event. Two days later, the subject was discharged on aspirin. The event was considered to be recovered.